Event description:
It was reported a peripherally inserted central catheter (PICC) was placed above the elbow for IV therapy. A few days post placement a leak was noted under fluoroscopy. It was reported a hole was noted in the catheter 1 cm distal to the suture wing. The catheter was successfully removed via the proximal end. Another PICC was placed for continuation of treatment. No pt complications were reported. The device was returned and evaluated by this manufacturer. The engineering evaluation indicated there was a pinch/cut at the distal end of the bifurcation. The minor, blue lumen was cut through the catheter wall. The leak was confirmed by infusing air into the lumen. The evaluation also indicated the split in the catheter wall most likely caused by over pressurization. User technique during access and/or pt anatomy may have contributed to this event. However, MFR is unable to determine the relationship between the device and the cause of this event. Our directions for use outline appropriate placement, access and maintenance procedures.